Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires on the thoracic grasper instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the sneak wrist. The cable was found to be broken at the wrist disc at the distal end. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.